Manufacturer narrative:
The facility did not request svc and no samples were returned for eval. The physician stated that this burn may have been caused by not enough working space while using ultrasound. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(4) 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A surgeon reported a corneal burn, and described the events as follows: he had injected viscoelastic into the eye, and set the sculpt mode. The aspiration was noted to become poor. The surgeon started ultrasound and found a whitish burn upon pulling the handpiece from the eye. He indicated that he suspects that the working space was not sufficient while performing ultrasound. Additional info has been requested.